Event description:
It was reported that an ilet bionic pancreas displayed a black screen and would not power on despite charging, with the charger indicating a solid green light and the charger successfully powering another device, suggesting an ilet device issue consistent with a battery-related malfunction. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a premature battery discharge associated with the battery component and an energy storage system problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.